Manufacturer narrative:
The reported condition is currently being investigated.

Event description:
Report forwarded by csi service & repair trumbull-description of issue: not defrosting and unable to use. (Tom has been to access the fault) tom is the local rep in the (B)(6). No patient involvement reported. Ll100 with pinned yoke 900019-70 (B)(4).

Manufacturer narrative:
Investigation. Review DHR. Analysis and findings: complaint (B)(4). Distribution history: this complaint unit was manufactured at csi on 01/10/2019 under wo #(B)(4) & (B)(4) and shipped on 10/18/2021. Work order #(B)(4) was a re-work to replace a pressure gauge that was damaged on 9/16/2019. Manufacturing record review: DHR's 262742 & 276787 were reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the attached 2-year complaint history showed similar reported complaint condition. Product receipt: the complaint product has not been returned to coopersurgical. Visual evaluation: evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Functional evaluation: evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Root cause: no definitive root cause for this issue could be reliably determined at this time, since the unit was not returned. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Corrective actions. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary, as the complaint condition was not confirmed. No further training required at this time. *was the complaint confirmed? No.

Event description:
Report forwarded by csi service & repair trumbull-description of issue: not defrosting and unable to use. (Tom has been to access the fault) tom is the local rep in the UK. No patient involvement reported. 1216677-2022-00071-1 ll100 with pinned (B)(4) e-complaint(B)(4).